Event description:
It was reported that the patient was started on a remifentanil infusion. The concentration was 5mg in 100 ml at 0.1 mcg/kg/min (11.2 g/hr as per patient's body weight). It was noted that suddenly, the patient's nibp read map 55. Nibp was repeated and sbp was in the mid 50s- 60s. Propofol was turned off, and levophed was increased to 20 mcg/min. The primary rn noted that remifentanil bag was empty within 10 minutes of being started. The pump was checked for correct programming with two other rns and everything was programmed correctly. There was patient involvement and the patient became hemodynamically unstable and required levophed infusion to be doubled in dose from 10 mcg/min to 20 mcg/min.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that the patient was started on a remifentanil infusion. The concentration was 5mg in 100 ml at 0.1 mcg/kg/min (11.2 g/hr as per patient's body weight). It was noted that suddenly, the patient's nibp read map 55. Nibp was repeated and sbp was in the mid 50s- 60s. Propofol was turned off, and levophed was increased to 20 mcg/min. The primary rn noted that remifentanil bag was empty within 10 minutes of being started. The pump was checked for correct programming with two other rns and everything was programmed correctly. There was patient involvement and the patient became hemodynamically unstable and required levophed infusion to be doubled in dose from 10 mcg/min to 20 mcg/min.